Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 24.1 mmol/l at the time of the incident. The customer was treated with insulin pump. It was unknown that the auto mode feature was not active or not at time of high blood glucose event. The device will not be returned for analysis.